Manufacturer narrative:
(B)(4). Exact implant and explant date are unknown. The device was implanted in 2020 and explanted in 2022. Report source: foreign - (B)(6). Investigation of this incident is currently ongoing. A followup/ final report will be submitted when additional information becomes available.

Event description:
It was reported that a patient underwent a revision of the acetabular cup due to implant fracture. Attempts have been made and no further information has been provided yet.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.